Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 624828) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (hysteroscopy, d and c and endometrial ablation on (B)(6) 2017 and robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy and left oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage and uterine leiomyoma outcome was unknown. The reporter considered pelvic pain, uterine haemorrhage and uterine leiomyoma to be related to essure. ¿concerning the injuries reported in this case, the following ones was described in patient¿s medical record: pelvic pain, uterine hemorrhage and uterine leiomyoma." Lot number: 624828, manufacturing date:2007-05, & expiration date:2009-04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. On 28-jan-2020: pif received: no new clinical information received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 624828) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (hysteroscopy, d and c and endometrial ablation on (B)(6) 2017 and robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy and left oophoreyctomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage and uterine leiomyoma outcome was unknown. The reporter considered pelvic pain, uterine haemorrhage and uterine leiomyoma to be related to essure. ¿concerning the injuries reported in this case, the following ones was described in patient¿s medical record: pelvic pain, uterine hemorrhage and uterine leiomyoma". We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.